Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune shim is is broken.

Manufacturer narrative:
On (B)(6) 2017 upon evaluation of returned device, the shim is cracked and not broken as reported. This product was reported in error.

Event description:
On (B)(6) 2017 upon evaluation of returned device, the shim is cracked and not broken as reported. This product was reported in error.